Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 7 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the native aortic position, the patient presented with aortic stenosis due to the valve being under-expanded. In addition, there was a leaflet mobility issue due to calcification. The patient underwent a successful valve in valve procedure with a 26mm sapien 3 ultra resilia valve with no issues. Per report, the patient was in stable condition and discharged home.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records and engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was confirmed based on provided medical records. The available information suggests that patient factors, such as diabetes mellitus, which may have contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypothyroid, hypercholesterolemia, hyperlipidemia, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information per fields clinical specialist: the patient had no symptoms. Additional information provided per medical records: approximately 3 years and 6 months post tavr, an echocardiogram performed reported a mean gradient across the aortic valve is 57 mmhg with peak aortic valve gradient is 89 mmhg, aortic valve area(I,d): 0.73 cm2 and no aortic regurgitation is present.